Manufacturer narrative:
The gastrointestinal bleed is documented in manufacturer report number 2916596-2019-03282 and 2916596-2020-00889. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced an increasing lactate dehydrogenase (ldh) of 400 ul, 600 ul, 650 ul, 92 ul and increased plasma free hemoglobin (hgb) 10.2 g/dl over last 3 weeks. Patient was admitted to hospital for possible thrombus. Heparin infusion was started, ramp study completed and inconclusive. Ldh have started to trend down while patient in hospital 800 ul to 500 ul. Low dose aspirin restarted (previously being held due to recurrent gastrointestinal bleed), following ldh and plasma hemoglobin and thromboelastography (teg).

Manufacturer narrative:
Section h4: corrected data. Manufacturer¿s investigation conclusion: the report of suspected thrombus and elevated lactate dehydrogenase (ldh) could not be confirmed. The center requested a log file analysis after the patient presented with increasing ldh and plasma free hemoglobin during the prior 3 weeks. The patient reported had no symptoms and the pump parameters had not changed. Review of the submitted log file found no atypical events. The log file appeared to show the system functioning as intended. The cause of the increased ldh could not be determined. The patient remains ongoing on left ventricular assist system (lvas) support with no further issues reported and continues to be monitored by the center. The heartmate ii instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.